Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in the arctic sun device the nurse noticed an alert but could not recall what the alert was. Stated that the event log had alarm 15, alert 01/02. Nurse stated that reading from the foley to arctic sun device was 38.1c but probe to the bedside monitor reads 32.7c. Nurse thought foley to arctic sun was correct and it matched the axillary temperature. Nurse also stated that the flow was 0 l/m and got an alert for reservoir was empty. Nurse emptied pads and then the water level was 3. Nurse stated that the therapy had been started but still the flow was 0 l/m, inlet pressure was -6.5 psi, circulation pump was 95 percent, pump hours were 61, system hours were 89. Nurse stopped the therapy and disconnected the pads and changed the device to manual mode but still the flow was 0l/m, inlet pressure was -11.9psi, circulation valve was 0. Biomed asked nurse to send device. Nurse stated earlier the flow would go from 0lpm to 3lpm and was back to 0lpm and so forth, but then settled at 0lpm and never increased again. Biomed verified that the flowmeter was faulty and stated the device was under warranty and would ship a loaner to them and bring their device back for warranty repair. Per follow up information received via phone on 08aug2021, nurse stated therapy was unable to be completed with the arctic sun device and there was no loaner arctic sun device available. Nurse stated arctic sun device was sent to biomed. No patient identifiers available.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Upon additional information received, temperature cable was tested with patient temperature simulator keys and properly read all 3 ranges. No visible damage to the cord. The arctic sun 6000 stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review is not required. Bmd investigation indicates that the reported issue was unconfirmed. Labeling review and risk review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that in the arctic sun device the nurse noticed an alert but could not recall what the alert was. Stated that the event log had alarm 15, alert 01/02. Nurse stated that reading from the foley to arctic sun device was 38.1c but probe to the bedside monitor reads 32.7c. Nurse thought foley to arctic sun was correct and it matched the axillary temperature. Nurse also stated that the flow was 0 l/m and got an alert for reservoir was empty. Nurse emptied pads and then the water level was 3. Nurse stated that that the therapy had been started but still the flow was 0 l/m, inlet pressure was -6.5 psi, circulation pump was 95 percent, pump hours were 61, system hours were 89. Nurse stopped the therapy and disconnected the pads and changed the device to manual mode but still the flow was 0l/m, inlet pressure was -11.9psi, circulation valve was 0. Biomed asked nurse to send device. Nurse stated earlier the flow would go from 0lpm to 3lpm and was back to 0lpm and so forth, but then settled at 0lpm and never increased again. Biomed verified that the flowmeter was faulty and stated the device was under warranty and would ship a loaner to them and bring their device back for warranty repair. Per follow up information received via phone on 08aug2021, nurse stated therapy was unable to be completed with the arctic sun device and there was no loaner arctic sun device available. Nurse stated arctic sun device was sent to biomed. No patient identifiers available.